Event description:
It was reported that the pt is experiencing groin pain. Pt has not been to see a doctor.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.